Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no motor error alarm and the insulin pump functioned properly. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 400 mg/dl and as low as 30 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were not able to rewind the insulin pump. Customer received multiple motor error alarms in a 30 day period. Customer received motor error alarm during bolus delivery and basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.